Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic procedure. The device made a strange noise and seal got damaged. The device leaked pneumoperitoneum. The surgical time extended due to the product problem. No injury to patient. Patient status is alive, no injury.